Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needles are not crimped to the threads. Some packages do not have needles at all. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are three previous complaints of this code batch, regarding the same issue of which we manufactured and distributed in the market (B)(6) units. There are no units in stock in b. Braun surgical's warehouse. We have received 16 open samples with the needle detached from the thread (thread is still wound on the pack). 14 supports without aluminum pack. Considering the open samples received and that there are previous confirmed complaints, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.